Event description:
It was reported that during a laparoscopic cholecystectomy, the device's first clip worked properly, the second clip did not close, and the rest of the clips were ejecting from the device. Two clips fell into the abdomen, the clips were retrieved through the trocar. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.